Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no reported patient outcome.

Manufacturer narrative:
Additional information: (expiration date, lot#), (street1, MFR city, region, postal code),evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. Bravo device was received for evaluation. The returned sample met specification as received by medtronic it was found the wire was bent by user causing it to fail to attach. The customer bravo capsule failed to attach. The reported condition was confirmed. The investigation found the user bent the wire. The investigation identified the root cause of the reported event to be user mishandling.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.